Event description:
Device 1 of 3. Reference MFR. Report: 1627487-2012-13180, 13191. It was reported the patient was not receiving effective therapy from her scs system. An x-ray confirmed one of the patient's leads had coiled around her ipg. Diagnostic testing identified the patient's other lead had invalid impedances. The leads were replaced with new ones. The physician opted to replace the ipg during the procedure.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.